Manufacturer narrative:
Complaint no: cmplnt-(B)(4). (B)(4). The device was returned to baxter and the evaluation was completed. This complaint is an ancillary service event. The increase intra-peritoneal volume (iipv) event was confirmed through an event history log review. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a high drain 109 (night drain #9) alarm was identified in the log. This alarm indicates that the patient drained greater than or equal to (B)(6) of the maximum prescribed cycle fill volume. The alarm occurred on (B)(6) 2014 06:35:48. No additional information is available.